Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported on the surgical ICU floor a 50 ml bag of angiomax was programmed via interoperability to infuse at a prescribed rate of 12.5ml/h. Pump alarmed "air in line" 53 minutes later, bag was noted to be empty. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction: describe event or problem, FDA notified? Additional information: report source, report source other.

Event description:
It was reported on the surgical ICU floor a 50 ml bag of angiomax was programmed via interoperability to infuse at a prescribed rate of 12.5ml/h. Pump alarmed "air in line" 53 minutes later, bag was noted to be empty. There was patient involvement but no patient harm. Received a copy of the customer's medwatch report from FDA which states, "angiomax 50 ml bag scanned, hung and verified by second rn at 0240 on alaris pump. Angiomax running at 0.48 mg/kg/hr at 12.54 ml/hr. Bag empty in a little over 1 hour. Pump validation showed correct dose and rate. Md notified. Channel sequestered. All other channels on pump infusing correctly. I did not identify any programming errors that could have contributed to this event. The program was started at 0240 and the pump alarmed with air in the line (presuming it was empty) at 0333, 53 minutes later. The infusion report shows that only 11.1 mls should have infused when the bag was noted to be empty. I will get to mcr to photograph the pump and review the set up, then we can get the pump to ce for testing before returning to bd. Again, it is noteworthy that the majority of our over-infusions have involved low rate infusions. I will again bring this to the attention of bd."

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d and g codes.

Event description:
It was reported on the surgical ICU floor a 50 ml bag of angiomax was programmed via interoperability to infuse at a prescribed rate of 12.5ml/h. Pump alarmed "air in line" 53 minutes later, bag was noted to be empty. There was patient involvement but no patient harm. Received a copy of the customer's medwatch report from FDA which states, "angiomax 50 ml bag scanned, hung and verified by second rn at 0240 on alaris pump. Angiomax running at 0.48 mg/kg/hr at 12.54 ml/hr. Bag empty in a little over 1 hour. Pump validation showed correct dose and rate. Md notified. Channel sequestered. All other channels on pump infusing correctly. I did not identify any programming errors that could have contributed to this event. The program was started at 0240 and the pump alarmed with air in the line (presuming it was empty) at 0333, 53 minutes later. The infusion report shows that only 11.1 mls should have infused when the bag was noted to be empty. I will get to mcr to photograph the pump and review the set up, then we can get the pump to ce for testing before returning to bd. Again, it is noteworthy that the majority of our over-infusions have involved low rate infusions. I will again bring this to the attention of bd."